Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a device interrogation for this pacemaker it was noted the battery remaining longevity was at six years. However 11 months earlier it showed 10 years remaining, thus premature battery depletion was suspected. Engineering analysis reviewed the data stored in the device and found that it appeared the power consumption had been increasing and would continue to increase. Boston scientific technical services (ts) recommended replacement of the pacemaker due to suspected premature battery depletion. At this time the pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that during a device interrogation for this pacemaker it was noted the battery remaining longevity was at six years. However 11 months earlier it showed 10 years remaining, thus premature battery depletion was suspected. Engineering analysis reviewed the data stored in the device and found that it appeared the power consumption had been increasing and would continue to increase. Boston scientific technical services (ts) recommended replacement of the pacemaker due to suspected premature battery depletion. At this time the pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was received for analysis testing, thus indicating it was explanted. No additional adverse patient effects were reported.